Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and it is not implanted/explanted additional evaluation was conducted. The report indicates that the customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the small battery drive that it makes a loud unusual noise. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.the manufacture date of this item is 3-jan-2001. The source of the manufacture date is the release to warehouse date.(B)(4)

Event description:
Facility reported to anspach service and repair:during routine service and repair of the device it was discovered that small battery drive has unusual noise. This is report 1 of 1 for complaint (B)(4).